Event description:
The company representative (rep) confirmed that replacement of the lead resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# b0932684k, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was implanted with a lead in 2013 and it was found the lead was fractured on (B)(6) 2016. The physician explanted it and re-implanted a new lead 3 days later. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.